Manufacturer narrative:
Philips has investigated this complaint. Review of the system log file showed that a frame grabber card initialization error resulted in the system not being able to complete the startup sequence. The philips field service engineer (fse) replaced the flexvision pc and installed the software. After replacement of the flexvision pc and installation of the software, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that the allura system did not boot up successfully, it got stuck at 00:00. The system was not in clinical use. There was no reported patient or user harm. A philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. Troubleshooting actions showed frames on the flexvision monitor but no content, which was determined to be a grabber card error. The frame grabber captures the video from the allura system. The fse replaced the flexvision pc and the hard disk, reinstalled the software and returned the system to use in good working order. The investigation is ongoing. A follow up report will be submitted when further information is received.